Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2018 reporting that "session data not available" message was seen on the controller after programming. The representative then confirmed that this was a "settings not available" message. The caller mentioned this patient only had 2 viable electrodes but was getting good therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for multiple back operations. It was reported that the patient¿s implantable neurostimulator (ins) was removed due to normal battery replacement, the contacts were cleaned, and a new ins was placed. The rep stated that during the replacement, some contacts weren¿t working normal at first, and an impedance testing found that several were out of range, and only a couple were in range. The rep thought that contacts 4-5, and 4-7 were okay, but couldn't find their values in the report. They stated that the primary physician requested that no lead be changed because of the patient¿s health concerns. It was mentioned that the controller screen displayed a ¿settings not available¿ message, and there was an ¿out of regulation¿ message on the clinician tablet. The rep indicated that the patient had a change in relief in their paresthesia area. They added that the stimulation continued to work, but with a ¿reduction in force.¿ it was noted that the rep was following up with the patient on 2018-05-10. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2018. It was reported that the doctor was aware that some of the contacts were compromised prior to the battery replacement. It was the doctor's decision to replace the battery and to program the healthy electrodes. The patient was receiving good therapy at the time of the reported. No additional information was provided.